Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 7:30 a.m. On (B)(6) 2012. The patient claimed that he obtained a blood glucose result of "450 mg/dl" on the subject meter. The patient informed the cca that he administered himself insulin based on the "450 mg/dl" reading obtained, despite feeling like the subject meter was prompting a result that was 200-300 mg/dl off. The patient mentioned that approximately 5 minutes after he administered himself the insulin he had second thoughts and performed a blood glucose test on his back up accucheck meter and backup lfs meter. The patient claimed that he obtained a blood glucose result of "approximately 180 mg/dl" on both of his backup meters. The patient said that 20 minutes after the alleged inaccurately high reading was obtained be became "sweaty" and developed a "headache" which he attributed to his blood glucose dropping. The patient reported being treated by an non-health care professional immediately after the onset of symptoms with orange juice and carbohydrates which reportedly abated the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and that the patient was using good/unexpired test strips. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported being treated by a non-health care professional after reportedly developing symptoms due to over administering himself with insulin as a result of the alleged inaccurate high results obtained. In addition, the two results being compared fall outside of lfs's specifications for accuracy comparisons.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.